Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer had failed. A field service engineer (fse) had proceeded to inspect auxiliary drawer 2.1, as that drawer had been reported as having the issue. The fse then proceeded to thoroughly test the drawer, and everything worked without issue. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer had failed; the solenoid could be heard activating, but the lock was not opening. The customer stated that this malfunction occurred while dispensing the medication which caused 10 minutes of delay to the patient care. There were no adverse events or injuries reported based on this event.